Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the bone tunnel plug, was in very poor condition and broke. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device assembly found that before placing the bone tunnel plugs into their bag, the operator must verify that the bone tunnel plugs are clean and free of debris, without discolorations, no burrs or nicks, and no sharp edges. A clinical review states that based on the information provided, and the report that the bone tunnel plug ¿was in very poor condition¿ the clinical root cause of the reported events was likely the result of a user technique vs procedural variance, which does not represent a device malfunction. The device IFU does note that ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ the bone tunnel plug is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. If bone tunnel plug fragments were retained local irritation/discomfort, and/or migration should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.